Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number: mw5085333. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿ruptured and leaked throughout my body¿, ¿incredibly sick for years and had to have several lymph nodes taken out¿, ¿autoimmune issues¿, ¿heart palpitations¿, ¿rash all over my back", "extreme pain¿, ¿tremors and fainting" and ¿had them removed and completely back to normal health¿. Device has been explanted. This record is for an unknown side.